Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery and a discrepancy in reading between sensor glucose and blood glucose values that triggered a threshold suspension of insulin. The customer reported blood glucose value of 166 mg/dl and was treated with glucose/carb intake and discontinued use insulin delivery system. The customer reported multiple sensor glucose values of 152 mg/dl, 180 mg/dl, 139 mg/dl, 106 mg/dl for which the measured blood glucose values were 237 mg/dl, 257 mg/dl, 201 mg/dl and 166 mg/dl respectively. And the difference between the glucose values was not within the target range. The event involved product(s) mmt-7040c9. Troubleshooting was not performed performed. No further patient complications were reported. No product return is required for mmt-7040c9.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.